Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Correction to the initial MDR: this report should not have been submitted as this was not a reportable event.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.